Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient's right ventricular (rv) lead was surgically abandoned and replaced as it had been showing intermittent loss of capture. The physician believed that there could have been a header issue related to the intermittent loss of capture so it was decided to explant and replaced the patient's implantable pulse generator as well. This pacemaker is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this pacemaker was thoroughly inspected and analyzed. The analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this patient's right ventricular (rv) lead was surgically abandoned and replaced as it had been showing intermittent loss of capture. The physician believed that there could have been a header issue related to the intermittent loss of capture so it was decided to explant and replaced the patient's implantable pulse generator as well. This pacemaker was returned for analysis. No additional adverse patient effects were reported.